Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, brown particles on the shell, and brown particles on the gel. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken edge on anterior. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp broken edge on anterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d.10., h.3., h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and exchange from textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and concern with the product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and exchange from textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted.